Event description:
On (B)(6) 2025, the user reported a cracked ilet screen that had become unresponsive after being dropped a few weeks earlier. The device required replacement. A return material authorization (RMA), shipping label, and replacement ilet were arranged via overnight shipping. The user confirmed an alternative insulin therapy will be used while awaiting the replacement. No injury occurred during the event. Blood glucose (bg) was not affected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.